Manufacturer narrative:
The investigation is ongoing at this time. The product was discarded, however requests for data logs and further clinical details are expected. Upon completion of the investigation, should a root cause of the hemolysis be determined, a final report will be filed.

Event description:
A patient transferred to the tertiary medical center in germany in cardiogenic shock. The patient had depressed right and left sided heart function with diminished ejection fractions. An impella 5.5 was placed for hemodynamic support. On the second day of support the patient was exhibiting signs of hemolysis with elevated plasma free hemoglobin levels. The pump position was assessed and the pump was chosen to be replaced. A second 5.5 pump was placed. The second impella supported the patient successfully til the patient expired in multi-organ failure 10 days later.